Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17652. It was reported that the patient's leads had migrated. It was confirmed via x-ray. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in any of the lead segments.